Event description:
Related manufacturing reference number: 2017865-2023-72939 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited premature battery depletion. It was noted that the right atrial lead exhibited undersensing and noise oversensing. Clavicular crush was noted on fluoroscopy. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.